Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that patient suffers from pain, lack of mobility, metallosis, and loosening. Doi: (B)(6) 2010- dor: none reported (unknown side). Patient is a resident of or. Update 07/15/2015 - pfs and medical records received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had alval and a limb length discrepancy. Upon revision the patient's femoral stem was found to be loose. Also noted, the patient had a lytic region on their trochanter. At this time, the patient's femoral stem is being added to the complaint and reported.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement for the depuy stem is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).